Event description:
When using the application for interrogation of pacemaker, the software application icon carelink express (cl express) was known to end users to be a blue on the device. In following the standard practice of selecting the blue icon, it was not known to the end-user that the wrong application had been selected even though the appearance of the application looked different. While going through the step-by-step process, the patient was inadvertently placed in MRI safe mode, which was immediately identified and corrected without harming the patient. An unknown upgrade (ios 18.2, smartsync 3.19.1) to software application used for pacemaker interrogation had changed the color of the icon for interrogation which was now red and was side-by-side with the incorrect icon selected. The upgrade/changes were not communicated by the manufacturer which led to the inadvertent selection of the wrong icon. The manufacturer representative was contacted and responded on site for review of all devices that contained the software. Education was provided by manufacturer representative with signage placed on each device warning of the upgrade/change. ====================== manufacturer response for carelink express mobile system tablet, carelink express mobile systems (per site reporter) ====================== manufacturer representative inspected all devices and provided tip sheets for use and awareness of color change of application icon. They were unable to remove/hid the icon for MRI access so that it didn't appear on the screen.